Event description:
Vns pt developed a "grape size" mass at their neck incision site shortly after implant surgery. The mass was described as being firm and flesh in color with "rounded border" and has since grown to the size of a golf ball. Attempts to aspirate fluid from the mass for culture have been unsuccessful. The pt was reportedly taken back to surgery to explore the area, at which time it was noted that that muscles and skin were intact. The lead and electrodes were intact and were in the appropriate place. X-rays reportedly showed only a "soft tissue swelling" in the area and that the mass is nowhere near the lead or the electrodes. Treating physician is concerned that the growing mass may be obstructing the pt's airway because pt has started to complain of continuous shortness of breath. The pt has reportedly been seizure-free since implant and is somewhat opposed to having the vns therapy system explanted. Treating physician has prescribed two rounds of antibiotic treatment in an attempt to clear up the mass and has referred the pt to an infectious disease specialist for evaluation. Discontinuing stimulation for a time and/or vns therapy system explant are being considered as future courses of action. Investigation to date has been unable to determine the cause of the reported event.